Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had low rate error. Upon communication with the customer, on (B)(6) 2017, it was discovered that the pump was overfeeding by (B)(4). There was no patient involved with this event.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿low rate error.¿ the unit was triaged and the reported issue could not be confirmed at this time. The device was run at 125ml/hr for 15 minutes to ¿warm up¿ the gearbox. The device was then put through the rotor timing test and 125ml/hr. The device had an average rotor time of 10.217s. This falls within the tolerances of 9.2-11.2 seconds. The device was then put through a volumetric accuracy test. During this test the device was run at 150ml/hr and would do so for 30 minutes. The device would deliver an optimal amount of 75ml. The device has a tolerance of +-10% meaning the device can deliver between 67.5-82.5ml and be considered accurate. The device delivered 76.03 of fluid during this test, measured by weight, falling within of proper tolerances. A scale was used to measure weight, and then this was converted back to ml. The device has passed both accuracy tests, falling within proper tolerances. The device was put through recertification, the device passed with no errors found. The device was opened and inspected for damaged components, none were found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.